Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on site. During troubleshooting, the high oxygen concentration was confirmed using external o2 measuring equipment. To address the issue, the o2 gas module was replaced. After replacement, the device no longer delivered excessively high oxygen concentrations. The replaced o2 gas module was returned for further investigation. During simulated use testing, a successful pre-use check was first conducted. After passing, ventilation was performed. It became evident that the measured o2 value was always slightly higher than the set oxygen level, i.e. Measured 83% o2 when the set value was 80% o2. To further analyze the o2 concentration problem, the o2 gas module was placed inside a test system. The test failed in parts where the nail value was out of specification, indicating that the nozzle unit membrane inside the o2 gas module is sticky, which in turn can lead to a pressure spike that affects the o2 concentration. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used to regulate the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it, thus causing a delay in release. The root cause for the membrane stickiness is unknown. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-air - corrected brand name: base unit, servo-air d4 ¿ version or model #: - previous version or model #: servo-air - corrected version or model #: 6882000.

Event description:
It was reported that the ventilator generated alarms indicating high o2 concentration. Moreover, the ventilator's o2 gas module was found defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).